Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis customer reported to fresenius (B)(4) that a 2008k2 machine experienced venous transducer not functioning, generating blood return to transducer line which has prompted blood clots in the venous chamber. Event occurred during treatment while the patient was connected. It was reported that the patient was able to continue and complete treatment on the same machine with no additional blood loss. There was no indication of a serious injury. Additional information was solicited.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.